Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: after establishing a vessel for a CT scan with contrast, the hcp injected a contrast agent and then saw the fluid leaking from the catheter hub.

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: after establishing a vessel for a CT scan with contrast, the hcp injected a contrast agent and then saw the fluid leaking from the catheter hub.